Manufacturer narrative:
Submit date: 2017/june/12. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there is an issue with the catheter. After having trouble inserting the catheter they noticed it was kinked at the end.

Manufacturer narrative:
Submit date: 2017-july-05 a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. Two photos were provided by the customer. Visual evaluations of these photos were performed. The first photo revealed an original pouch with the lot number showing. The second photo showed a catheter and it did not present any problem of kinking. Additionally one used sample was received for analysis and investigation. The sample presented signs of use (dirt). A visual evaluation of the sample was performed and the catheter did not present any problem of kinking. A brainstorming session was performed with the purpose of identifying additional potential causes. Based on the sample evaluation the defective condition reported was not confirmed. According to the investigation findings, the possible cause is considered as a customer perception since the kinked condition reported in this complaint was not confirmed. No trends or triggers have been found, therefore, a corrective and preventive action (CAPA) is not deemed necessary at this time. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, the quality department performs in-process inspection at the final stage of production, which would identify these issues. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states there is an issue with the catheter. After having trouble inserting the catheter they noticed it was kinked at the end.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.